Event description:
The customer reported that approximately 1 ml of diluted blood leaked from the probe of the lh 500 hematology analyzer at the end of the cycle while running samples in open vial mode. The customer indicated that fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse removed and cleaned the rinse block assembly to resolve the issue. The fse ran reproducibility, quality controls (qc), and observed the customer running patient samples to verify that the issue was resolved. Results: failure mode of the event is attributed to the rinse block assembly. (B)(4).